Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure.

Event description:
It was reported that a patient, who was enrolled in a study, underwent an ion lung biopsy procedure. The biopsy was for a single lesion located in the right lower lobe, 0 mm from the chest wall. There were no intra-procedure complications, and the procedure was completed as planned. The patient was discharged the same day with no post-procedure complications. The patient was re-admitted to the hospital 23 days after the procedure with a diagnosis of sepsis. The event was reported as resolved three days later and the patient was discharged the same day. There were no reported ion device malfunctions during the procedure. The site reported the patient had pre-existing conditions identified on the ion procedure day CT scan (post-obstructive pneumonia and right-sided pleural effusion). The patient had developed pneumonia which progressed and led to septic shock. This was further complicated by the initiation of chemotherapy two days earlier which contributed to immunosuppression. The customer re-enforced that the event was not related to the ion procedure and or system. The study investigator reported the event as not related to the ion device, not related to the study procedure, but definitely related to the patient existing condition(s).

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: a medical review was provided by an intuitive surgical, inc. (Isi) medical safety officer and concluded that the procedure was completed without issue and the patient was discharged home the same day. A CT chest performed on the same day was consistent with a post obstructive pneumonia and pleural effusion. The patient then received chemotherapy 21 days later. Two days after starting chemotherapy the patient was hospitalized for sepsis which improved with treatment and was discharged from the hospital three days later. The physician reported the event was neither related to the procedure nor device and was due to the underlying medical disease compounded by chemotherapy in a patient with significant underlying medical disease including cancer, congestive heart failure, copd, pulmonary fibrosis, coronary artery disease, prior myocardial infarction and peripheral vascular disease. Based on the available data the event reported was neither procedure nor device related but rather due to their underlying medical disease with immunosuppressive chemotherapy as a likely contributing factor. The event was identified as part of the clinical study.

Event description:
Refer to h11 for follow-up information.